Event description:
It was reported by the sales rep stating that she was informed by her customer that during a breast biopsy after taking 2 cores with the 8g, their unit shut down and the screen turned completely blank. They tried rebooting the unit and changing outlets but the unit would not power back up. The case was completed using another device.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.